Event description:
This case was initially received via regulatory authority FDA (reference number: mw5060747) on 12-apr-2016. The most recent information was received on 27-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe and persistent cramps/ cramps (poking in abdomen)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2004) and jaundice neonatal. Previously administered products included for an unreported indication: depo. Concomitant products included ibuprofen. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and migraine ("chronic migraine/constant"). In (B)(6) 2013, the patient experienced allergy to metals ("allergic to nickel/allergic /hypersensitivity reaction or any other component of essure") with rash, skin lesion, skin lesion and skin lesion. On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"), abdominal distension ("bloating in the abdomen"), the first episode of headache ("headache"), fatigue ("fatigue"), alopecia ("hair loss"), skin burning sensation ("allergic burning of skin"), weight increased ("weight gain"), skin irritation ("skin irritation"), the second episode of headache ("frequent headaches"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), arthralgia ("joint/knee pain constant") and treatment noncompliance ("she did not use birth control or contraception"). The patient was treated with ibuprofen (motrin), prednisone and surgery. At the time of the report, the abdominal pain lower, alopecia, skin burning sensation, weight increased, skin irritation, migraine, the last episode of headache, mental disorder and arthralgia had not resolved and the allergy to metals, menstrual disorder, abdominal distension, fatigue and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, fatigue, menstrual disorder, mental disorder, migraine, skin burning sensation, skin irritation, treatment noncompliance, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results: 2013: allergy test confirmed nickel allergy. Skin biopsy confirmed an extensive severe allergic reaction. Essure confirmation test- hsg but unsure of date quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event are necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 27-nov-2017: plaintiff fact sheet was received. All relevant medical history, concurrent condition, concomitant medication was added. Rashes on skin /allergic reaction/skin rashes/ allergic reaction of skin breakouts on hands, face, neck and body/ allergic reaction constantly/ allergic breakout a month after surgery, essure caused or aggravated any psychiatric and/or psychological condition, she did not use birth control or contraception, joint/knee pain constant, frequent headaches, chronic migraine/constant, skin irritation, weight gain, allergic burning of skin and hair loss were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060747) on 12-apr-2016. The most recent information was received on 15-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe and persistent cramps/ cramps (poking in abdomen)') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception". The patient's medical history included gravida I, parity 1 ((B)(6) 2004) and jaundice neonatal. Previously administered products included for an unreported indication: depo. Concurrent conditions included overweight. Concomitant products included ibuprofen. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating in the abdomen"), skin burning sensation ("allergic burning of skin"), migraine ("chronic migraine/constant") and rash ("rash on skin"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced allergy to metals ("allergic to nickel/allergic /hypersensitivity reaction or any other component of essure") with dermatitis allergic, skin lesion, skin lesion and skin lesion. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), headache ("headache"), fatigue ("fatigue"), skin irritation ("skin irritation"), frequent headaches ("frequent headaches"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), arthralgia ("joint/knee pain constant"), hypersensitivity ("allergic reaction") and menorrhagia ("heavy periods"). The patient was treated with ibuprofen (motrin), prednisone and surgery. At the time of the report, the abdominal pain lower, alopecia, skin burning sensation, weight increased, skin irritation, migraine, frequent headaches, mental disorder and arthralgia had not resolved and the uterine haemorrhage, allergy to metals, menstrual disorder, abdominal distension, headache, fatigue, rash, hypersensitivity and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, mental disorder, migraine, rash, skin burning sensation, skin irritation, uterine haemorrhage, weight increased and frequent headaches to be related to essure. The reporter commented: anticipated/scheduled date: I will be attending a consultation appointment in 2018 to speak about removal. Reason for removal: due to complications (B)(6) 2015, to remove all essure coils and connect tubes back together again diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Imaging procedure - in (B)(6) 2012: essure confirmation test. In 2013: allergy test confirmed nickel allergy. Skin biopsy confirmed an extensive severe allergic reaction. Essure confirmation test- hsg but unsure of date. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event are necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 15-nov-2019: pfs received : events added- menorrhagia, abnormal uterine bleeding. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060747) on 12-apr-2016. The most recent information was received on 23-mar-2018. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event are necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe and persistent cramps/ cramps (poking in abdomen)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (03mar2004) and jaundice neonatal. Previously administered products included for an unreported indication: depo. Concurrent conditions included overweight. Concomitant products included ibuprofen. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and migraine ("chronic migraine/constant"). In (B)(6) 2013, the patient experienced allergy to metals ("allergic to nickel/allergic /hypersensitivity reaction or any other component of essure") with dermatitis allergic, skin lesion, skin lesion and skin lesion. On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"), abdominal distension ("bloating in the abdomen"), the first episode of headache ("headache"), fatigue ("fatigue"), alopecia ("hair loss"), skin burning sensation ("allergic burning of skin"), weight increased ("weight gain"), skin irritation ("skin irritation"), the second episode of headache ("frequent headaches"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), arthralgia ("joint/knee pain constant"), treatment noncompliance ("she did not use birth control or contraception"), rash ("rash on skin") and hypersensitivity ("allergic reaction"). The patient was treated with ibuprofen (motrin), prednisone and surgery. At the time of the report, the abdominal pain lower, alopecia, skin burning sensation, weight increased, skin irritation, migraine, the last episode of headache, mental disorder and arthralgia had not resolved and the allergy to metals, menstrual disorder, abdominal distension, fatigue, treatment noncompliance, rash and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, fatigue, hypersensitivity, menstrual disorder, mental disorder, migraine, rash, skin burning sensation, skin irritation, treatment noncompliance, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: anticipated/scheduled date: I will be attending a consultation appointment in 2018 to speak about removal. Reason for removal: due to complications (B)(6) 2015, to remove all essure coils and connect tubes back together again diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. 2013: allergy test confirmed nickel allergy. Skin biopsy confirmed an extensive severe allergic reaction. Essure confirmation test- hsg but unsure of date. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event are necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs and medical record received:the event rash on skin, allergic reaction added.reporter,concurrent condition added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.